Event description:
It was reported that the patient presented for a lead revision procedure. Upon interrogation, it was noted that the left ventricular lead exhibited high capture threshold and extra cardiac stimulation. The left ventricular lead was explanted and replaced. The patient was in stable condition.